Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements for an unspecified reason. A revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. A new ICD and rv lead were successfully implanted. No additional adverse patient effects were reported.